Manufacturer narrative:
Two turbid fluidics management system (fms) in trays were visually inspected and were tested using a console. The products could be recognized by the console. Product #1 primed and tuned with the sentry handpiece and the 0.9 milli meter aspiration bypass system tip and infusion sleeve from lab stock, successfully and the service data could be retrieved. Cassette maximum vacuum and aspiration flow rate, and irrigation flow rate were measured and met specifications. No problem was found with the returned cassette fluidics. Product #2 failed to prime and generated a system message code. A leak occurred at the aspiration tubing to cassette insertion due to a lack of solvent which created channeling between the wall of the cassette and the aspiration tubing. The investigation conducted a non-conformance review of the reported lot number. No deviations that could have contributed to this event were identified and all corresponding production release specifications defined in the device master record were met. Based on the evaluation of the information and product 2 received, the root cause of the system message code could not be conclusively confirmed. Based on the investigation findings, the root cause is unassignable. Product 2 failed, and product 1 met specifications. The broader investigation identified potential contributing factors that may influence the occurrence of system message that include variability in socket bonding performance and gaps in operator training related to the bonding process. An internal investigation was completed. Preventative action plans were initiated to address the contributing factors at the manufacturing site prior to june 2026. ¿ preventive: create and implement on the job training documents that detail the precise process for socket bonding manifolds to fmss. ¿ preventive: update fms modified atmosphere packaging (map) and techno ideal method of procedure (mop) to include the details outlined in the on-the-job training. Complaints are reviewed and will continue to be monitored at regular intervals for adverse trends. Quality assurance has reviewed this complaint and will continue to monitor data for evidence of adverse trends and take further action, as appropriate the manufacturer internal reference number is: (B)(4).

Manufacturer narrative:
Investigation including root cause analysis is in progress. A supplemental MDR will be filed as necessary in accordance with 21 cfr 803.56 when additional reportable information becomes available. The manufacturer internal reference number is: (B)(4).

Event description:
A physician reported that aspiration failure occurred during surgery (unknown procedure type). The surgery was completed after replacing the product with another one. There was no patient impact.